Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: I have replied several times that we are discontinuing this complaint. Please discontinue.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 9/26/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: four complaints were opened to address 4 different cases: patient 1: (B)(6). Patient 2: (B)(6). Patient 3: (B)(6). Patient 4: (B)(6). Please provide the following information for each case: when was the suture broke from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow up attempt for product return. Please ensure that the shipment tracking number is provided. (B)(6) capture 4 events for pull off suture needle. It was reported that the suture broke off the needles. Please clarify, did a malfunction occur for product: v448g, lot: 1033lm? Or was this complaint reported in error? The following information was received: please cancel this complaint. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The account contact reported that during an unspecified procedure, the suture broke off from the needles. The issue occurred across four attempts using four boxes, all from the same lot in question. No patient consequences were reported. The devices are available for return. Additional information was requested.